Manufacturer narrative:
A specific root cause could not be determined. The calibration signals reported from the customer's system did not indicate any issues with the reagent or system. The quality control data did not indicate an issue with the reagent or the system. The performance testing data indicated everything was according to specification and did not indicate any general system issue.

Event description:
The customer received a questionable cancer antigen 125 (ca125) result on their e602 analyzer. The customer provided data for four patients, of which one patient had a discrepant result that was reported outside the laboratory. All testing was performed on the same analyzer. The patient's initial ca125 result was 1.31 u/ml from an aliquot tube and it was reported outside the laboratory. The physician questioned the result. The first repeat, from the aliquot tube, was 255.7 u/ml. The second repeat, from the aliquot tube, was 252.6 u/ml. On (B)(6) 2012, the aliquot tube was repeated again and the result was 267.3 u/ml. The primary tube was tested and the result was 257.2 u/ml. The customer considered the repeat results to be correct. There were no adverse events. The ca125 reagent lot number was 16484405 and the expiration date was (B)(6) 2012. The field service representative could not determine the cause of the event. He checked the fluidics pressures. He checked the proper drain flow which had no obstructions. He checked the sample and reagent probe alignments and mixing paddles. The pinch tubes and seals were replaced on (B)(6) 2012 during preventative maintenance. He ran performance testing with all results passing. He ran a precision test on the sample from the primary tube in questions with passing results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.